Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a driver broke during surgery. Additional details have been requested but have not be provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a driver broke during surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned screwdriver was evaluated. The device shaft has fractured. It is likely that the device fractured during screw insertion. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a driver broke during surgery. An alternative driver was used to complete the procedure without reported patient impacts.